Manufacturer narrative:
There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to two (2) other devices. The initial access accutni+3 result recovered above the assay's normal reference range. The sample was analyzed on two (2) alternate devices, the architect i2000 manufactured by abbott and the cobas e601 manufactured by roche, which produced discordant low (normal) results. The customer repeated the sample on same laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) using a heterophile blocking tube (using the blocker "hbr") and obtained a lower result but still above the assay's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. Calibration, system check and quality controls (qc) were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any data or information regarding sample collection, sample handling or sample processing but no issues with sample integrity were reported by the customer.